Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal evolution device failed as the compaction tube remained within the carrier tube upon pullback. The doctor then pushed the button to release the suture and advanced the compaction tube manually to compact the collagen at the arteriotomy. The procedure being performed prior to deployment of the angio-seal was a thermosphere procedure. The vessel was 8mm in size with no calcification. The doctor deemed this a good case for closing with an angio-seal device and the territory manager observed the closing and steps to prepare the device per the IFU. The patient was reported to be unaffected and the procedure was completed without incident. There were no other devices or equipment used with the reported product. Additional information was received on january 18, 2019. A 6 fr sheath was used. A pre-deployment angiogram was performed. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.